Event description:
It was reported that the patient presented during implant procedure. During procedure, it was noted that the implant of the right ventricular lead was difficult. The right ventricular lead was not implanted at the end of the procedure. The patient's status was unknown.

Manufacturer narrative:
The reported event of unable to implant was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing, visual inspection and x-ray examination of the lead did not find any anomalies.